Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-1110-02, (B)(4), description: ipg kit without pull-through tunneler model#:sc-8116-50, (B)(4), description:scs paddle lead - 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient's entire system was replaced due to infection. The patient's infection is located at the lead site. The patient's symptoms are redness and swelling. The patient was prescribed IV antibiotics. The physician does not believe infection is device related.

Event description:
A report was received that the patient's entire system was replaced due to infection. The patient's infection is located at the lead site. The patient's symptoms are redness and swelling. The patient was prescribed IV antibiotics. The physician does not believe infection is device related.